Event description:
Infant was intubated and per neonatal resuscitation guidelines a co2 detector needs to be placed to verify tube placement. The co2 detector changes from purple to yellow in the presence of co2. When the package was opened, the co2 detector was already yellow. The package of one co2 detector was saved along with 2 detectors. It was reported to me by the respiratory therapist that this has occurred at least 4 times. Another detector was required to determine if the endotracheal tube was in correct position. The need to obtain an additional co2 detector could have delayed determining if the endotracheal tube was in proper position. Packaging appears intact prior to opening the device.